Event description:
It was reported that the blood glucose readings keep going lower. Customer stated that the insulin pump was exposed to MRI. The current blood glucose reading was 73 mg/dl. Customer treated with food. Customer stated that the insulin pump alarmed motor error. Nothing further reported.

Manufacturer narrative:
The insulin pump failed displacement test, followed by motor error alarm during rewind due to motor encoder signal out of phase. The insulin pump received with cracked case at lcd window, reservoir tube lip and battery tube threads.